Event description:
The customer reported that when the ventilator was turned on, the unit just beep and the screen never lit up. The customer reported the ventilator was not in use on a patient, therefore was no patient harm or involvement. The manufacturer's service technician duplicated the customer reported problem. The service technician replaced the cpu pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.